Manufacturer narrative:
Data review of the event was completed by a clinical specialist (cs). The review indicated that there was general low arterial flow throughout the perfusion. However, root cause of the issue could not be determined from the data review. It was noted that portal flow had stopped for about 10 minutes with drops in the inferior vena cava (ivc) flow and arterial flow. A stop and start by the user restored flow. However, flow was lower than prior levels. A service engineer (se) evaluated the device at the customer site. The device passed all testing. No issues were identified.

Event description:
The device user (du) reported that they experienced low inferior vena cava (ivc) outflow (< 1.5 l/min) and low arterial flow (0.0 to 0.1 l/min) as well as suction events further into the perfusion run. The du was concerned that there may be a device problem and requested diagnostic testing.